Event description:
It was reported that the device was used during a laparoscopic left nephrectomy. It was reported that the device would not fire. Another device was used to complete the case. There was no consequence to the pt.